Event description:
The customer reported out of acceptable limits qc (quality control) results for multiple assays involving the unicel dxc 800 synchron system. The customer observed fluid leak into the drip trays from reagent probes a and b while troubleshooting the qc issue. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no exposure or injury was reported. Remote online review of the customer's qc results verified that vanc (vancomycin), car (carbamazepine), dign (digoxin), gen (gentamicin), phe (phenobarbital), phy (phenytoin), the (theophylline), vpa (valproic acid), ldld (low-density lipoprotein cholesterol), tg (triglyceride), and uric (uric acid) results were greater than 2 sd (standard deviation) from the mean. A beckman coulter field service engineer (fse) was dispatched and confirmed the leak from reagent probes a and b. The fse replaced both probe a and b collar wash assemblies to resolve the issue. Failure mode is attributed to the collar wash assemblies.

Manufacturer narrative:
Results: collar wash assembly. (B)(4).